Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient had developed a pneumothorax. The targeted lesion measured 16mm in size and was located in the right middle lobe along the pleura. According to the physician, the ion procedure was completed, the sample was diagnostic, and there were no malfunctions of the ion system, instruments, or accessories reported. A post-procedure chest x-ray identified a large pneumothorax. The patient was symptomatic, experiencing shortness of breath and pleuritic chest pain (pleurisy). A chest tube was placed with subsequent resolution of the pneumothorax. The patient required approximately 24 hours of observation and was then discharged home. The physician indicated that there would have been a higher risk of pneumothorax with a percutaneous biopsy and believed that the pneumothorax could potentially have occurred with another biopsy modality.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.